Manufacturer narrative:
No low battery alerts noted during testing. Pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarm and replace battery alerts were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest. (B)(4).

Event description:
The customer reported via phone call that insulin pump received replace battery alarm. The customer¿s blood glucose level was 217 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.